Event description:
User received high albumin results for three patient samples. Sample 1 initial result 80 g/l, repeat 40g/l. In 2008, sample 2 initial result 51 g/l, repeat 40 g/l. Sample 3 initial result 73 gl, repeat 45 g/l. Initial results were reported. No information was received to determine if patients were adversely affected. If additional information is received, appropriate notification will be provided.